Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer (fse) replaced the matrix rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was failed, the bottom matrix drawer was partially extended and unable to close. The back panel was opened, and the drawer was found disconnected from the wiring mechanism. The drawer remained accessible even when the system was not logged on. Attempts to remove and reinsert the drawer were unsuccessful, as it could not be fully seated back into the unit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.